Manufacturer narrative:
Corrected information: the incorrect event date was inadvertently reported in the initial MDR. The correct date of event is january 13, 2023. The field below has been updated: section b3 - date of event: january 13, 2023 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that following intraocular lens (iol) implantation a patient had unexpected results during post-operative check-up: eye with edema and presence of cyclitic membrane through further follow-ups we learned that it was a diffuse edema with descemet folds. Medical intervention was performed. The patient is improving.

Manufacturer narrative:
Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If explanted, give date: not applicable, as the lens remains implanted. Initial reporter telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation as it remains implanted. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.